Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. 09/03/1998 it was reported the device misfired. It stuck on the tissue. It is unk how the case was completed. There was no consequence to the pt.